Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleed was unable to be determined as the introducer was not returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support due to having worsening chest pain. While on support, the hemostatic valve was leaking more than usual when acquiring access with the wire and diagnostic catheters prior to placing the impella.